Manufacturer narrative:
There were no signs of any endoleak at the index procedure nor at the 4 week follow-up. The index procedure was performed at a different facility and by a different physician to where the type iii endoleak was diagnosed and treated. According to the physician the patient started to develop multiple organ failure on the table during the intervention. It was mentioned the patient specifically had reduced kidney function. The ongoing type iii endoleak was a factor in the reduced organ functionality. It was also noted the patients advanced age is a factor in this case. The patient expired 4 days post treatment due to multi-organ failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1620c156ee, serial/lot #: (B)(6), ubd: 12-oct-2024, UDI#: (B)(4) ; product ID: etlw1620c93ee, serial/lot #:(B)(6), ubd: 10-apr-2024, UDI#: (B)(4) ; product ID: etew2020c82ee, serial/lot #: (B)(6), ubd: 17-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approx. 11 months post index procedure that the patient presented emergently experiencing abdominal pain. A CT scan revealed a type iii endoleak, located 60mm distal to the flow divider on the ipsilateral side. Additionally, a persistent type ii endoleak was identified via the iliolumbalis. Intervention was preformed, with aortic coils used to treat the type ii endoleak, and a relining with a non-mdt stent graft successfully resolved the type iii endoleak. The cause of the type ii and type iii endoleak is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported endoleaks were confirmed on the films provided. The focal endoleak observed in the ipsilateral limb appears most likely to have been a type iiib fabric endoleak which was resolved after relining of the stent graft; however, the cause of the endoleak could not be determined. Lack of pre-implant cts were not available for a thorough assessment of the pre-implant anatomy and there were no obvious anatomical characteristics such as calcification observed near the area where contrast leakage was observed within the limb. There was no overt angulation noted in the area. The likely type ii endoleak occurred due to patent collateral vessels. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to b6 annex b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.